Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer was stacking insulin which subsequently decreased their bg level. Bg was addressed via consumption of carbohydrates. A pump replacement was sent to resolve the issue.